Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post implant this right ventricular (rv) lead had dislodged. An intervention took place days later. When attempting to reposition this rv lead the helix did not extend thus a new competitor lead was used. This lead will not be returned. No additional adverse patient effects were reported.